Event description:
Customer reported: cesarean section incision was closed with insorbs on (B)(6) 2021. Incision was dressed with mastisol and steri strips. Approx 3cm defect at left lateral portion of phannenstiel incision requiring bs repair. Lot # was not documented. 1216677-2021-00068-1 insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Investigation. No sample returned. Analysis and findings. Distribution history. The complaint product was manufactured by epc and packaged at csi, however, the lot number was not reported. Manufacturing record review a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review. A review of the incoming inspection record could not be performed because the complaint product lot number was not provided. Should the complaint product lot number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record. Service history not applicable for this product. Historical complaint review. A review of the 2-year complaint history did show similar reported complaint conditions. Product receipt. The complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the condition reported.

Event description:
Additional complaint in ref to e-complaint-(B)(4). Cesarean section incision closed with insorbs on (B)(6) 2021. Incision dressed with mastisol and steri strips. Approx 3cm defect at left lateral portion of phannenstiel incision requiring bs repair. Lot # not documented. Addition information stated "now this is the fourth occurrence in the last two months by different physicians". 30 stapler 2030. E-complaint (B)(4).